Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork analysis found insulation abrasions at 14cm to 14.5cm from the connector pin. Both the svc and rv cables were visible, but not abraded. The damage found is consistent with friction with the ICD can. However, no cables or coils were abraded. Reliability laboratory technician, not applicable; (B)(4) failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.